Event description:
It was reported during an atrioventricular nodal reentry tachycardia (avnrt) ablation procedure, a 2:1 atrioventricular (av) block was noted. While ablating the "slow pathway" the catheter jumped to the his resulting in a 2:1 av block. The pt was bradycardic and was observed for 48 hours. A permanent pacemaker was implanted and one day post implant the av block resolved.

Manufacturer narrative:
The device was not returned for evaluation. Review of the device history records confirmed the device met manufacturing requirements prior to shipment. The root cause classification for the reported av block is consistent with anticipated procedural complications as ablation of septal accessory pathways are at risk for inadvertent av block as noted within the IFU.